Manufacturer narrative:
The customer was likely using sensor glucose values for blood glucose calibration. This is not the intended use of the device. User was treated in hospital for 4 days. User is currently doing well. The sensor will be removed from the user per user's request.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user had an issue with the sensor and wanted to get it removed. User had gone to hospital and admitted due to inaccuracy in sensor readings.